Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of a ventilator inoperative code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to an unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo device was returned to the manufacturer service center due to a continuous alarm after powering on. It was suspected that there might be a connection with ziaino (a hypochloroacid-based air purification and deodorization unit made by panasonic) as it was installed at the location where the device is placed. No patient harm or injury was reported as the device was not in patient use. The device was returned and evaluated, and a ventilator inoperative code related to the flow sensor deviating from the standard was observed in the error log. The device was restored and the machine flow sensor was replaced preventively to address the issue.